Manufacturer narrative:
It was reported the patient underwent mesh implantation to treat cystocele and rectocele and that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. (B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015. Supplemental 01.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/23/2016. Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4). Total number of events - 281:gynecare prolift +m anterior pelvic floor repair system - 14.gynecare prolift +m pelvic floor repair system - 5.gynecare prolift +m posterior pelvic floor repair system - 14.gynecare prolift +m total pelvic floor repair system - 31.gynecare prolift anterior pelvic floor repair system - 45.gynecare prolift pelvic floor repair system - 28.gynecare prolift posterior pelvic floor repair system - 29.gynecare prolift total pelvic floor repair system - 82.gynecare prosima pelvic floor repair system - 29.gynecare prosima pelvic floor repair systems - 4.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 16 - attachment: [(B)(6) 2015 otp supplemental 16.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 15 - attachment: [(B)(6) 2015 otp supplemental 15.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.